Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was implanted on (B)(6) 2019 and the patient had pain in their feet over the weekend. The hcp was going to revise one of the leads. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient¿s total system has been explanted. They noted that the lead revision was done for the burning pain in the patient¿s foot. The rep mentioned that the date of the system explant is unknown and was done without their knowledge. No further complications were reported or anticipated.